Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6 photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that the inlay of the nail was displaced upward from its original position. This condition is completely related to the malfunction reported by the costumer. The mode of failure was exanimated by the depuy synthes r&d team and established the potential cause is traced to design of the inlay. It was found that the reaming rod will contact the inlays either due to the bend in the nail or a bend put in the reaming rod by the surgeon or both. By design there is a clip feature that snaps the inlay in place into the nail when assembled. At times it was shown that the contact made by the reaming rod is exerting enough force on the inlay to overcome the retention of that clip, either leading to the inlay being dislodged or damaged. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail-advanced / 10 390 / sterile would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical product investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found both distal and proximal inlays were correctly positioned. However, with the available evidence from images provided and the failure mode analysis the reported condition can be confirmed. The mode of failure was exanimated by the depuy synthes r&d team and established the potential cause is traced to design of the inlay. It was found that the reaming rod will contact the inlays either due to the bend in the nail or a bend put in the reaming rod by the surgeon or both. By design there is a clip feature that snaps the inlay in place into the nail when assembled. At times it was shown that the contact made by the reaming rod is exerting enough force on the inlay to overcome the retention of that clip, either leading to the inlay being dislodged or damaged. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tibial nail-advanced / 10 390 / sterile would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.043.250s-us. Lot number: 51721p1. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17 feb 2025. Manufacturing site: jabil bettlach. Expiry date: 31 jan 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the the inlay of the nail was displaced upward from its original position. This condition is completely related to the malfunction reported by the costumer. The mode of failure was exanimated by the depuy synthes r&d team and established the potential cause is traced to design of the inlay. It was found that the reaming rod will contact the inlays either due to the bend in the nail or a bend put in the reaming rod by the surgeon or both. By design there is a clip feature that snaps the inlay in place into the nail when assembled. At times it was shown that the contact made by the reaming rod is exerting enough force on the inlay to overcome the retention of that clip, either leading to the inlay being dislodged or damaged. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail-advanced / 10 390 / sterile would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.043.250s-us. Lot number: 51721p1. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 17 feb 2025. Manufacturing site: jabil bettlach. Expiry date: 31 jan 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to put a tna over the ball tipped guidewire, but the nail would not fully pass over the wire to go into the patient. The ball tipped wire was catching on the polymer peek inlay just proximal to the proximal bend in the nail. We tried rotating the handle 180 degrees, but it would not go through as the polymer was moving and translating up. Although the polymer is optional and may be removed if not desired by the surgeon, if not removed it should still pass over the wire when using. Surgeon struggled and then decided to open a new nail going from 10x390mm to a 10x375mm nail. The nail was tested with a new ball tipped wire the next day and was having the same result of the nail not being able to pass over the nail. There was about a 5-minute delay in the surgery. Surgery was completed successfully, and all pieces were accounted for.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.